Event description:
It was reported during generator replacement, upper out of range pacing impedance measurement was observed. The lead was capped and replaced. The patient condition is stable.

Manufacturer narrative:
(B)(4).